Event description:
The sales rep reported that the pt's valve was over draining. The ventricles were slit like, and the pt would get headaches when sitting up for more than an hour. The surgeon replaced the connector. At the present time the pt seems to be okay.

Manufacturer narrative:
It has been communicated that the device has not been explanted. Without the device and/or lot info it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot info does become available, this complaint will be re-opened, evaluated and a f/u report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.